Manufacturer narrative:
The device was not available for evaluation. The serial number of the device was not provided; therefore, a device history record review could not be performed. There were no open non conformances that would contribute to the reported issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The exact root cause of the event could not be conclusively determined; however, capsular fibrosis (patient-related factor) is the likely cause of lens vaulting. No corrective action is required.

Event description:
It was reported that device was implanted in the right eye with no issues. Two weeks post-op, both haptics were allegedly well posteriorly vaulted. Patient visual acuity was reported as decreased at three and nine months post-op visits. The patient is reportedly diabetic but her macular optical coherence tomography is fine. Capsule showed opacification and striae, mostly nasally with some extension centrally. The temporal haptic has robust/excessive posterior vaulting, but the nasal haptic is planar at best. The capsule looks flush against the back of iol, with opacification and striae concentrated nasally in the area of more anteriorly displaced haptic/optic. In medical safety opinion pco is unrelated to the device. The lens is vaulted due to capsular fibrosis. Physician is planning to exchange the lens. Additional information has been requested, but not received.

Manufacturer narrative:
Additional information: g4, h10: additional information received indicating the event is not related to the device; therefore, this event is no longer deemed reportable.